Event description:
Complainant alleged that the emergency room staff attempted to defibrillate (joule settings unknown) a pt (age and gender unknown), but the paddles (part number: 8002-0003,) did not discharge. The staff obtained another device when the alleged malfunction occurred. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of alleged malfunction.